Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to restore the settings. The patient was stable before, during and after the event.